Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported that a patient expired while connected to the bellavista 1000. The customer confirmed that there was no problem with the machine; thus, no allegation against its performance.